Event description:
The customer reported that the sys displayed a fluidics vacuum reading error. They rebooted the sys, but the error persisted. As a result, nine cases were cancelled. There was no impact on any of the pts.

Manufacturer narrative:
The co svc rep examined the sys and confirmed the error code. He replaced the power supply and transducer pcb (printed circuit board). He also reseated the fluidics/power cables, and ordered a new power supply. Investigation, including root cause analysis is in progress.